Event description:
It was reported during stent graft placement, a great resistance was allegedly identified therefore, the stent was removed. It was further reported that upon removal, a fracture was identified on the rear end of the catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the device was returned for evaluation. The device was visually evaluated and the outer catheter had a circumferential break. The device was unable to be functional tested. Therefore, the investigation is confirmed for break as the outer catheter was broke. The investigation is unconfirmed for fracture as the device was actually broke. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently underway. (Expiry date: 05/2021).

Event description:
It was reported during stent graft placement, a great resistance was allegedly identified therefore, the stent was removed. It was further reported that upon removal, a fracture was identified on the rear end of the catheter. There was no reported patient injury.